Event description:
It was reported that a malfunction alarm occurred. No backup insulin therapy was available. A replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.